Event description:
Account had 2 cd4000 instruments which were down. Service was dispatched to the account and arrived in the morning on the event date. The account stated that there was a delay in reporting pt results. One pt specimen was sent to another facility for testing. Allegedly the pt died from bleeding. The cause of death was not reported by the facility. It is not known if the delay in testing contributed to the death. The account has not provided any further details related to this incident.